Manufacturer narrative:
The reported issue was verified. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had displayed a blank display. As a result, device would have been in a lock up condition and defibrillation therapy would not be available if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had displayed a blank display. As a result, device would have been in a lock up condition and defibrillation therapy would not be available if needed. There were no reports of patient use associated with the reported event.